Event description:
Sizewise evolution behavioral health bed has two battery sources: one that powers movements of the bed, one that powers the rest secure system (rss) which controls the scale and bed exit alarm. Handful of beds (serial #: (B)(4)) had no power at the foot of the bed so staff could not set the bed exit alarm. Beds are under warranty thus sizewise came in to evaluate the issue and provided a replacement part. However, the part did not fix the lack of power. Biomed tech opened the beds and found that disconnecting and reconnecting the wires to the battery resolved the issue. Looking further showed that the female quick disconnect terminals for the battery wires were not seated completely on the battery terminals. Tech tightened them and restored power. She checked all beds and discovered that half of the female disconnects were loose. Manufacturer response for patient bed, sizewise evolution bed (per site reporter) sizewise provided a replacement part.